Event description:
During surgery, lamp tipped over onto surgical field hitting assistant surgeon's shoulder. Questionable impact on pt. Director of operating room and biomed could not replicate problem.